Event description:
Our country manager in (B)(6) was contacted by a vns treating physician as he had a patient who had developed left breast cancer. It was reported she was implanted in 2002 with a (ncp 101) and the vns is still working. The patient reported to their physician that she had a biopsy and has breast cancer on her left side. She was scheduled for surgery on (B)(6) 2011. However, it was reported either the whole breast could be removed or the surgery could be restricted to the cancer only with following radiation and chemotherapy. Good faith attempts are underway for further details about the reported event and what interventions were taken. The relationship of the reported event to their vns therapy or implant is unknown at this time.